Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they had no idea what the cause was and that was why they had called technical services and why they wrote that the issue was resolved on the call. When asked about the steps taken to resolve the issue they stated that they just continued to wipe down the contacts with a wet and dry gauze for about 2 minutes and eventually it resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was the caller was getting an impedance issue during a case to place a system. The caller had run the connectivity test and all indicators were green except electrode 0 was red. The doctor had connected the leads to the opposite ports and then electrode 8 was the only electrode with the red indicator. During the call the caller ran a full impedance test and provided the following values: with ref 6 selected electrode 0 40000 ohms all other values were in a range of 1218-1465ohms electrode 1 was 1465ohms during the call the issue resolved and all indicators were green on the connectivity test.  The troubleshooting steps that were taken on the call resolved the issue.  No symptoms reported.